Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they just left the hospital for bronchitis, and their pump is ramping on their own. The customer states the scroll bar is moving without input from the user. The customer states the buttons are unresponsive. The customer's blood glucose level at the time of incident was 420mg/dl. The customer treated with manual injection. The customer was advised the pump would have to be replaced and returned for analysis.